Manufacturer narrative:
The device was returned to olympus for inspection. Based in the results of the investigation, foreign material was observed on the device nozzle. The foreign material was not identified, and a definitive root cause of the issue could not be determined, however, due to observed damage to the device nozzle, it is possible that the foreign material remained in the device due to physical damage. The event can be detected/prevented by following the device IFU sections below: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Evis lucera gif/cf/pcf/sif type 260 series reprocessing manualchapter 3 cleaning, disinfection, and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the gastrointestinal videoscope exhibited foreign material in the nozzle. There was no patient involvement, and no harm reported as a result of the event.